Event description:
The event is reported as: "alleged issue: needle bended during coronary artery bypass graft procedure." No pt injury reported. Add'l info has been requested.

Manufacturer narrative:
The batch number provided belongs to the catalog number, which is different to the code reported in this complaint. However, device history report (DHR) was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. DHR shows that the product was assembled and inspected according to our specs. No corrective action can be implemented due to the lack of a correct lot number nad due to the lack of defective sample.